Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock when programmed to primary vector with 1x gain. Upon further review, a couple years ago the patient had another episode in which there was an inappropriate shock when programmed to alternate. Technical services reviewed the data and found there is significant noise and provided troubleshooting options and to consider x-rays. At this time, the system remains in service. No additional adverse patient effects were reported.